Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly as there was deviation from the instruction manual (IFU) in the reprocessing procedure for the area where the foreign matter remained. There was no physical damage to the area where the foreign matter remained. However, a root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). The detection method is described in chapter 3, preparation and inspection, of the gif-1200n operation manual. The instruction manual for gif-1200n, cleaning/disinfection/sterilization section, chapter 5, reprocessing of endoscopes (and accessories that are reprocessed together), describes preventive measures. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material coming out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.